Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose after a factory reset and requested training with the clinical team, with new ilet data starting after the reset. Symptoms included hypoglycemia of unclear cause. Outcomes included user education and assignment for additional training, with no alerts or alarms reported. Investigation included troubleshooting and education by support staff. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the situation occurring after a system reset while the device acclimated to the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.